Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse superficial punctate keratitis, dry eye and blurred vision in both eyes one day post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva) in left eye. The patient complained of blurred vision and that dry eye in both eyes is affecting vision. Bcva: right eye pre-op 20/20 post-op 20/20; left eye pre-op 20/20 post-op 20/30.